Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows pop-off valve was replaced, resolving the reported complaint.

Event description:
The hospital reported that the unit failed the preoperative test, indicating higher pressure than expected. There was no report of patient involvement.